Manufacturer narrative:
On (B)(6) 2015 11:03 am (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tip broke off in patient's leg. The broken piece was retrieved out of the leg without any further incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially detached from the tip of the jaw. The heater wire was observed to be bent with no detachment. This as analyzed failure was not reported by the account. The root cause of the reported failure is improper insertion of the hemopro in the cannula. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw tip. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tip broke off in patient's leg. The broken piece was retrieved out of the leg without any further incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially detached from the tip of the jaw. The heater wire was observed to be bent with no detachment. This as analyzed failure was not reported by the account. The root cause of the reported failure is improper insertion of the hemopro in the cannula. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw tip. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tip broke off in patient's leg. The broken piece was retrieved out of the leg without any further incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.